Event description:
This is a spontaneous report by a nurse with additional information from (B)(6) of peritonitis, break in aseptic technique, cloudy effluent , abdominal pain and fever coincident with physioneal and extraneal therapies. On an unreported date, the patient began physioneal 1.36% therapy (2l, daily), physioneal 2.27% therapy (4l, daily) and extraneal therapy (1.5l, daily), intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Physioneal and extraneal therapies were ongoing. On an unreported date, the patient experienced a break in aseptic technique described as did not follow aseptic measures including the use of mask and disinfection of the hole. On (B)(6) 2012, the patient experienced abdominal pain, cloudy effluent and a fever. This same day, the patient was hospitalized. On (B)(6) 2012, the patient began treatment with vancomycin ip (2g every 5 days), ceftazidime ip (1g daily) and fluconazole orally (50mg daily). On (B)(6) 2012, the physician changed the ceftazidime dose to ip (2g daily). On an unreported date, while the patient was hospitalized retraining of aseptic technique was provided. At the time of reporting, the patient was showing less abdominal discomfort, clearer peritoneal effluent and no fever. On (B)(6) 2012, the treatment with vancomycin was stopped. Ceftazidime and fluconazole treatment ended on (B)(6) 2012. On (B)(6) 2012 the patient was discharged from the hospital. The patient recovered.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as not wearing her mask during therapy. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.